Manufacturer narrative:
Analysis of both conversion and cpu circuit boards identified evidence of med fluids spilled onto the boards. This was confirmed through further analysis of the contaminates. The chemical breakdown included sodium, chlorine, potassium and glucose. This contamination caused electromigration between circuit pads, hence causing improper circuit operation. This event was isolated and corrective action taken to resolve the issue was appropriate.

Event description:
The customer alleged that at hosp, a 78yr. Old pt with legionaires disease on mechanical ventilation settings: pcv peep20 h2o. Insp. Pressure 20cmh2o, high pressure alarm set at 45 cm h2o, experienced an increase in pressure in the breathing circuit. The pt was held in inspiration. The nurse noticed the collector vial full of water. It was reported that the nebulizer had activated. Ventilator high pressure visual and audio alarms functioned as designed. Response time to alarms is unknown, but it had been noted that the dr. Was in attendance at the time of the reported event. It was further reported that the pt went into cardiac arrest. Pt was disconnected from the ventilator and resuscitated. The pt recovered with hand ventilation and admistration of adrenaline. The pt died later that day due to his pneumonia and septic shock. Medtek pty. Ltd, inspected the unit and replaced the conversion board. The unit passed extended self testing. It is not verified that a device malfunction occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.